Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a disconnection occurred while using an unspecified baxter set. This issue was further described as, ¿it had become disconnected at tubing/male adapter site¿. This issue occurred during patient infusion. The medications being delivered at the time of this event were etoposide, vincristine, and doxorubicin. There was no patient injury or medical intervention associated with this event. No additional information is available.